Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found the tubing from the tee of the bsv (blood sampling valve) to the first shear valve leaking due to normal wear. The fse replaced the tubing and verified the operation of the system. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a blood leak inside the coulter lh 750 analyzer. The instrument was in idle when the leak was noticed. The operator was wearing lab coat, glasses and gloves. There was no exposure to mucous membranes or open wounds. No one sought medical attention. Patient results were not affected.